Event description:
It was reported by the user site that prior to a selenia dimensions mammography system procedure on (B)(6) 2025, that the c-arm of the device stopped moving and an error message was displayed by the device. It was reported that upon inspection, the user site discovered that there were missing and broken screws in vertical travel assembly (vta) worm wheel gear. No user or patient injuries were reported. A hologic international field specialist informed the user site field engineers (fe) that the entire vta of the device needed to be replaced. The vta of the device was replaced by the fes and the system is now operating according to manufacturer specifications. No further information is currently available.